Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 274 mg/dl at the time of the call. The customer stated that they will change the infusion set and reservoir to see if the issue would resolve. The customer will call back if the problem persisted. No further information was provided.